Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified. Device evaluation was unable to evaluate the device for the reported under infusion and therefore no cause could be determined. However, the device will pass all functionality testing (including flow rate testing) before being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during volumetric testing. There was no patient involvement. No additional information is available.